Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of morphine at 0.7 mg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that a pump motor stall was observed. It was confirmed that the patient had an MRI on (B)(6) 2019. It was also confirmed that it had been more than 2 hours since the patient exited the MRI field. It was further confirmed that the MRI was not done due to a suspected problem with the mdt device or therapy. The rep was supposed to meet the patient at the hospital at 8 pm that night to check the pump post MRI. The patient's caregiver did not want to drive the patient to the hospital and decided to have the pump checked on (B)(6) 2019. Upon interrogation, the hcp saw that the pump had been stalled for 73 hours and 23 minutes. The hcp reported that they updated the reservoir alarm volume from 1 ml to 2 ml and this stopped the pump alarms. The hcp thought that the pump had recovered since the alarms stopped. Further troubleshooting could not be done due to lack of access to the product as the patient had already left. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on nov 22, 2019. It was confirmed that the motor stall recovered. The hcp brought the patient back in and checked the logs where it indicated that the stall had recovered. No further complications were reported.